Manufacturer narrative:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 009029) had fallopian tube occlusion insert (batch no. 880424) inserted. The report describes a case of vaginal prolapse ("sense of vaginal prolapse"). Medical conditions: last menstruation before essure insertion: (B)(6) 2011. Essure procedure performed on community based hospital. Patient did not receive hormonal manipulation to promote atrophic or proliferate endometrium prior to placement procedure. She received naprosyn 500mg (orally) prior to procedure and dilaudid 4mg (anesthesia method). During procedure: adequate visualization of the both, left and right tubal ostia achieved. Left and right tube trailing length - 3 coils. On (B)(6) 2011, the subject had fallopian tube occlusion insert inserted. In april 2015, the subject experienced vaginal prolapse (seriousness criterion hospitalization). The subject was treated with surgery (hysterectomy and bilateral salpingectomy (outpatient)). Fallopian tube occlusion insert was removed on (B)(6) 2017. In (B)(6) 2017, the vaginal prolapse had resolved. The investigator considered vaginal prolapse to be unrelated to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Pregnancy test urine - on (B)(6) 2011: negative. Most recent follow-up information incorporated above includes: on 15-sep-2017: it was clarified by investigator that the reason for salpingectomy and hysterectomy was "sense of vaginal prolapse", which was added as event (salpingectomy and hysterectomy were considered as treatment). Event details, patient details and product info. Updated. Reporter and company´s causality updated. Case was downgraded from incident to other event. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. (B)(4)) inserted. The report describes a case of salpingectomy ("planned salpingectomy"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject underwent salpingectomy (seriousness criteria hospitalization and intervention required). The subject was treated with surgery. At the time of the report, the salpingectomy outcome was unknown. The relationship of salpingectomy to treatment with fallopian tube occlusion insert was not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: salpingectomy. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: incident - at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.